Event description:
It was reported that the patient's previous ams800 artificial urinary sphincter (aus) device was removed in (B)(6) 2017 after the "patient was self catheterizing and accidentally caused an erosion so it was removed and replaced today". A new aus device consisting of a 4.5cm cuff, 61cm prb and control pump were implanted at on (B)(6) 2018.